Event description:
Hospital advised that a 50 ml bag of morphine with a concentration of 1mg/ml was hung and the rate set at 2ml/hr. When the nurse checked on the pt 30 min after the infusion was started the bag was empty. She checked the rate and vtbi at that time. The rate was 2ml/hr and the volume to be infused displayed 44.3ml. There was no pt consequence.